Manufacturer narrative:
The device was returned to edwards for evaluation and was visually inspected for any abnormalities. The crimped valve was exposed through the sheath. One (1) strut bent approximately 90 degrees at inflow side was seen, as well as struts slightly distorted at the outflow side. Post expanded there was one (1) strut bent at inflow side near c1. The valve frame was distorted/canted. All struts were exposed through skirt, normal after crimping and use. Leaflets were wrinkled, dehydrated, and torn likely due to storage condition (prolong crimping) during the return handling process. Imagery was provided by the site and revealed one (1) strut appeared punctured through sheath liner, one (1) strut appeared bent at the inflow side and the crimped valve was exposed through torn sheath liner. No functional and dimensional testing was able to be performed due to device return condition (frame distorted). The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Commander delivery system with s3u thv IFU, device preparation training manual, and the procedural training manual were reviewed. It is noted that ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible.'' No IFU/training deficiencies were identified. The complaint was confirmed based on the returned device and imagery. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ''patient who underwent an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. Valve crimped according to sop by fcs on commander. Extreme high push force during insertion of delivery system into esheath. Not able to mobilize the commander again. Esheath and delivery system retracted as one. Ripped lining of esheath due to dislodged strut from valve'' and ''as per medical opinion, perceived root cause of the event was patient's tortuous and highly calcified anatomy''. The presence of calcification and tortuosity can create a challenging pathway during delivery system advancement, and lead to resistance. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. It is possible resistance was encounter during delivery system advancement. So, if addition force was applied to overcome the resistance, the valve struts caught, punctured, and torn through the sheath and resulted in the bent strut observed. Additionally, the bent struts at the outflow potentially occurred during the delivery system (with crimped valve) retrieval. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with the frame damage. To address the issue, a CAPA was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to corrective action, the occurrence rate did not exceed the april 2021 control limit for trend category ''valve damaged'' for sapien 3 ultra valve (s3u). The risks outlined in the pra remain the same; the pra documents the potential for procedural delay, which did occur during this event. The pra remains applicable, and no further action is required. A CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA is currently on control phase. Corrective action to implement new process controls for sapien 3 ultra apex coverage was implemented. The valve from this complaint event was manufactured prior to corrective action. The complaint was confirmed. No manufacturing non-conformances were able to be identified. Available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. No labeling or IFU/training inadequacies were identified, a pra has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach significant resistance was encountered during insertion of the valve and delivery system through the sheath. The devices were removed. Upon removal a valve strut was observed to be bent. A new 26 mm sapien 3 ultra valve was prepped and successfully implanted without issue. No patient injuries were reported. Per medical opinion, the event was due to patient factors of a tortuous and highly calcified anatomy.